Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin units displayed did not match the insulin amount in reservoir. Customer stated that the insulin pump was showing 90 units and the reservoir only had 20 units. Customer was hospitalized with low blood glucose of 32 mg/dl. The settings are accurate, the device passed the selftest and it had no error alarms or physical damage. The customer had disconnected the insulin pump per doctor's instructions. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self test, rewind, seating, occlusion, displacement and excessive no delivery alarm test. The units left in reservoir matches units left on status screen during our testing. The insulin pump passed delivery volume accuracy test. No cosmetic damage was noted on the insulin pump assembly.